Event description:
The pump was returned for service by the facility's biomedical engineer. A failure code 810:04 was found in the device's event history during service. The clinical engineer from the reporting facility states it is not known if the device was in use on a patient when the failure occurred. Information was requested regarding the date the report occurred, the medication involved, pump programming and setup information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. There was no report of patient injury or medical intervention caused by this device per the biomed.